Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 376 mg/dl and diabetic ketoacidosis. The cause of elevated bg was bad insulin. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved and no permanent damage.